Event description:
Baxter (B)(4) received a report that an infusor leaked "because there was no cap put on the line when it was disconnected". The device was filled with a solution of fluorouracil and dextrose. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a leak was not confirmed. Upon sample receipt, visual inspection noted that the reservoir had ruptured, which was also reported by the customer and is being addressed in report number 6000001-2012-11076. Therefore, a leak test could not be performed. All caps on the sample were observed to be securely connected on the sample and the "leak" condition could not be confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.